Event description:
It was reported that the patient had a catheter revision. No additional information was provided regarding the event. A follow-up report will be sent when additional information becomes available.